Manufacturer narrative:
The device was tested per quality control procedure on (B)(6)2009, prior to delivery to the account, and met specifications. Subsequent to the reported event, the kinair medsurge bed and its power cord were returned to the kci service center and evaluated. Eval of the kinair medsurge power cord confirmed that the neutral prong was missing and revealed evidence that melting and scorching had occurred. The kinair medsurg bed was evaluated by kci service and no additional malfunction was found.

Event description:
It was reported that the power cord plug allegedly malfunctioned while at the healthcare facility. The kinair medsurg bed was initially placed with the account on (B)(6)2010. There was no report of an injury to the pt or healthcare facility staff.